Event description:
Pt called alleging the meter does not power on. They were experiencing symptoms at the time of testing. They felt "all wet" like they were having a seizure. Pt ate food and/or drank a beverage after attempting to use the meter. Md treated pt with IV glucose. No info on what the reading was at the hosp. The batteries were replaced less than a year ago. Customer service was unable to resolve the issue and sent pt a new meter. At this time there is no evidence of a serious injury. This case is being reported as a malfunction, since the meter does not power on.